Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited mechanical issues; it was suspected that air had been introduced into the device through unknown means. A surgical procedure was performed in which the existing device was removed and a new ipp was implanted. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited mechanical issues; it was suspected that air had been introduced into the device through unknown means. A surgical procedure was performed in which the existing device was removed and a new ipp was implanted. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually and microscopically examined. The first cylinder outer tube was detached by the proximal portion of the cylinder body. There were torn fabric threads and a hole result of input tube wear within the inner tube of the cylinder. The pump was visually and microscopically inspected, no leaks were identified. Upon functional testing the pump did not pass the activation tests 2 and 3. Based on the information available and analysis results, the pump not passing the activation tests could have caused or contributed to the reported clinical observation of mechanical issues.